Event description:
It was reported that, 130-degree aiming arm was attached to the broke off. We still attached it, there was no adverse reaction. The patient was not involved at that time when we put them together on the back table. No patient involvement. Concomitant device reported: unk - insertion instruments: part# unknown; lot# unknown; quantity: unknown). This report is for one (1) unk - guides/sleeves/aiming: aiming arm. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
This report is for an unk - guides/sleeves/aiming: aiming arm/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.